Event description:
The surgeon fired the device. He removed and opened the instrument and did not notice and "doughnuts" in the stapler housing. He inspected the pt and noticed that staples had been formed but the "doughnuts" were intact, not transected. The surgeon asked for another device and fired the instrument. He noticed that this instrument did nt transect the tissue. He completed the case by using reusable surgical instruments to remove the "doughnuts". This process added 1 1/2 hours to the surgeon's or time. There was no pt consequence. Two device returning.